Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the laparoscopic surgery with the device, an endoscopic image disappeared. The user replaced the system including the device to another system to complete the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus for evaluation. Since the device was not returned, the exact cause was unknown; however, since the device was not returned, olympus medical systems corp. (Omsc) surmised that the reported phenomenon was occurred due to there was a cause in another device.